Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving gabalon (concentration unknown) at a dose of 150 mcg/day for stiff-person syndrome. It was reported on 2018-jul-03 that when the patient had an outpatient visit on (B)(6) 2018, it was found that the pump seemed to be protruded in the abdomen, so the pump was scheduled to be replaced. The name of the adverse event was "pump projected" and the severity classification of the event was reported to be 3/"serious." The pump was replaced on (B)(6) 2018 and the pump pocket was changed from the right abdomen to the left abdomen. The attending physician's assessment indicated that the cause of the issue was unknown and it was unknown if there was a problem with the procedure. It was noted that there was no problem after the pump was first implanted back in (B)(6) 2017. The causality was reported to not be related to the drug, catheter, pump, or programmer. The outcome of the adverse event was recovered as of (B)(6) 2018. The patient's past history and concomitant drugs were unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump would not be returned for analysis as it was discarded by the customer.